Event description:
It was reported to boston scientific corp on 11/25/2008, that an endovive safety peg kits push method device was used during a percutaneous endoscopic gastrostomy placement procedure performed in 2008. According to the complainant, "the wire would not go past the transition point during the procedure". The procedure was completed with another endovive safety peg kits push method device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.